Event description:
It was reported that during a laparoscopic colon resection, the staples did not form in the proximal or distal end of the cartridge. The case was completed with a clip applier and a new device. There was no patient consequence.